Manufacturer narrative:
(B)(4). No samples (actual or unused) or pictures were provided by the customer. No material #s /batch #s were provided by the customer. No further information was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. We have forwarded the complaint to our supplier for their information. This complaint is closed as cannot be determined due to insufficient information. Please review the instructions for use.

Event description:
Customer reports two separate incidents of needle stick injuries using the greiner safety blood collection devices during venipunctures.